Event description:
The customer reported via phone call that he had an issue with the transmitter not blinking when it was connected to the sensor. Customer's blood glucose was 194 mg/dl at the time. Customer is using an enlite sensor. Customer was advised to replace the sensor. Customer stated that he does not see a sensor cannula but there is something stuck to the needle. Customer also had to change the sensor before the 6 days. Customer stated that he has had this issue for a month and a half. Customer also had a bad sensor alert that occurred after a 2nd consecutive calibration error. Customer was advised to remove and change out the sensor. Customer will be shipped replacements for the sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.